Event description:
During a tfna procedure, while the surgeon was using the cannulated step drill reamer it was noticed that when the step drill entered the nail, it nicked the nail causing the cutting flutes of the step reamer to shear off. There was no patient harm and no delay to the surgery. The surgeon did not have any concerns with the strength integrity of the nail where the step reamer nicked the nail. This complaint involves one (1) device 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part #: 03.037.022, lot #: f-30717, manufacturing site: werk selzach, supplier: (B)(4). Release to warehouse date: october 7, 2020, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the stepped ream stepped ream f/tfna helic blade+scr f/dh was found broken from the tip. A dimensional inspection for the stepped ream f/tfna helic blade+scr f/dh was unable to be performed due to post manufacture damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helic blade+scr f/dh would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.